Event description:
The patient had no therapeutic effect since implant. The patient was convinced the pump system was broken/faulty. The patient was not getting boluses according to lockout messages on the ptm (personal therapy manager). The nurse at the clinic told the patient the pump was working. No device troubleshooting had been done. The patient was frustrated with the overall management of his device and was looking for a new physician. The device system was delivering dilaudid (hydromorphone). Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).